Manufacturer narrative:
The product associated with this reported event was not returned for examination. The product code and lot code required in searching the complaint database were not provided. The investigation could not draw any conclusions about the reported event based on the provided info. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation close at this time. Should the product and/or add'l info be received, the investigation will be re-opened.

Event description:
Pt was revised to address pain, loosening of tiba and femur, tibial subsidence. The loosening occurred at the cement/implant interface. A competitor's cement was used in the primary surgery.